Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call that the customer had high blood glucose. Customer's blood glucose was unknown. Customer's blood glucose at time of call was 120 mg/dl. During troubleshooting, device passed the high pressure test. Customer's blood glucose dropped to 40 mg/dl. Customer will not be returning the device for analysis.